Manufacturer narrative:
(B)(4). One empty labeled winding former and one used needle of product code w3448, lot mkm702 were received for analysis. During visual inspection of the needle, the swage and attachment area were noted to be as expected and remnant of the suture was observed into the barrel hole. Also, marks were found on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the suture was not received for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, suggest an improper handling of the sample. Additional three unopened samples of product code w3448, lot mkm702 were received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in (B)(6) 2019 and suture was used. When surgeon penetrated the tissue for the first time, the needle fell off from the suture like a control release suture. There were no adverse patient consequences to the patient reported.